Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observation: white biological tissue observed. Red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "pain in left breast". Healthcare professional later reported left side "capsule contracture" baker grade unknown. Patient also reported "the emotional toll has been significant". Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported "pain in left breast". Healthcare professional later reported left side "capsule contracture" baker grade unknown. Patient also reported "the emotional toll has been significant". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.